Event description:
The physician replaced this lead due to noise on (B)(6) 2014. Should additional information become available, this file will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. The analysis revealed abrasion marks along the lead body with a damaged insulation at the distal area. This insulation damage can be considered as the root cause of the noise mentioned in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further inspection showed intra-operative damages i.e. A deformation of the svc shock coil and a bent and stretched fixation helix. The analysis did not reveal any sign of a material or manufacturing problem.